Event description:
It was reported by the contact that the customer received an occlusion alarm during basal and bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl and the customer had taken steps to manage their bg level. The customer changed the infusion site and indicated that the infusion set and cartridge will be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.